Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a thermocool smarttouch sf catheter and it would not ablate during use on the patient. It was reported by the caller, the bwi representative, that the thermocool smarttouch sf catheter was able to zero and create fast anatomical map (fam), but when they came on ablation, the ngen¿ monitor displayed an error, "temperature too high." The caller could not confirm the error code and noted it would not allow them to ablate. The pump was restarted without resolution. The caller stated they attempted to flush the catheter and no fluid was exiting the tip of the catheter. The catheter was replaced and the issues resolved.

Manufacturer narrative:
On (B)(6) 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).